Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th apr 2025, it was reported by an arthrex employee via email that when inserting an ar-8724v-20s (low profile va locking screw, 2.4 x 20 mm, sterile), it passed through the plate (ar-8916vsl-03s volar distal radius plate, ti, standard, left, 3 hole) without being locked and was left inside the patient's bone. This occurred during a distal radius fracture case on (B)(6) 2025. The method of inserting the screw was firstly to affix the ar-8916-02 (aiming guide vdr plate standard l) to the plate before inserting the screw. The screw is not swung with the variable screw, and the angle is fixed. The driver used was ar-8916tl-011, and the screw was not inserted with excessive force. The other screws were locked without any problems. At the doctor's discretion, the plate and buried ar-8724v-20s screw were left in the patient's body and the surgery was completed. Only the driver and aiming guide will be returned to arthrex. The procedure was not considered to be completed successfully as the ar-8724v-20s screw in question was in an incomplete fixed state while there were no problems with the screw fixation in other areas.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded that the most likely cause of the reported failure was user error. This includes the application of excessive torque force to the ratchet. The complaint allegation was confirmed based on the customer's attached pictures, which showed that the screw had passed through the plate.